Event description:
It was reported that the right ventricular (rv) lead dislodged during the implant procedure, was re-secured then dislodged again overnight. At the lead revision procedure, the lead showed high impedance through the analyzer. The physician was concerned about possible fracture or damage to the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant, with outer insulation breached/cuts, extrinsic. (B)(4).